Manufacturer narrative:
B3: march 2025 is the reported month/year of the event, but exact day not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed lec 1870. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the motor gears, which were determined to be jammed by a fragment of the device casing.the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device will be repaired.